Manufacturer narrative:
The device is not available for evaluation, investigation is pending.

Event description:
The event involved a microclave® connector. Where it was report that an IV infusion connector was used to change the dressing for a patient's PICC line. When replacing the positive pressure connector, the connection became loose and not tight, resulting in fluid leakage. A new connector was immediately used to replace it. There was no patient harm.